Event description:
Unit was placed on wheelchair, when connected external battery, unit shut down (unsure of alarm status). When user shook cable, unit powered back on (no buttons were pressed). No patient harm reported.